Manufacturer narrative:
(B)(4). The complaint is considered confirmed as the returned device is broken. Visual inspection of tapss found that the device had a portion of the anterior post fracture off. The fragment was not returned for further evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. (B)(4) investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was discovered broken during inspection of trays after surgery. However, the sales representative claims the event did not occur during surgery.